Manufacturer narrative:
This report has been identified as b. Braun medical internal report #(B)(4). The instructions for use of the product have been checked and the following side effects are listed: "in very rare cases, there may be a mild burning sensation after application of prontosan®, but this usually dissipates after a few minutes. Prontosan® can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported." The product quantities sold in 2017 for prontosan wound irrigation solution were about (B)(4). No negative trend can be observed. We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference and continue to monitor other reports for similar nature. If additional pertinent information becomes available, a follow up report will be submitted. No samples were sent for analytical investigation. No batch number available. Without the sample and /or lot number, further evaluation is not possible. If a sample and/or additional pertinent information becomes available, a follow up report will be submitted.

Event description:
An (B)(6) year old patient (male) developed an anaphylactic reaction after the treatment with prontosan (symptoms: smarting on the inside of thigh and up the lower abdomen, dizziness, feeling of losing consciousness, drop of blood pressure, shaking of body, an rash on both forearms and hands, loss of urine and faeces.) Prontosan treatment was stopped and the patient received betapred (betamethasone). The patient recovered without any greater efforts, but remained a few days at the hospital for observation. The incident occured in (B)(6) 2017, but only now the sales representant was informed about this case.